Manufacturer narrative:
(B)(4) device evaluation: the subject device is not being returned for investigation. A retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The insulin cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging elevated blood glucose measuring 30 mmol/l with small ketones on (B)(6) 2014 while on insulin pump therapy. The reporter stated that air bubbles were present in the insulin cartridge. Troubleshooting by customer support revealed the user was not using proper cartridge-filling technique. No product is being returned to the manufacturer for investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This complaint is being reported because the patient experienced hyperglycemia with small ketones while on insulin pump therapy as a result of use error.